Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history review (DHR) and lot history could not be reviewed, and functional testing could not be conducted. The root cause of the customer's complaint is unk. (B)(4).

Event description:
A nurse reported that during cataract surgery, the equipment displayed bubble formation upon irrigation. There was a delay of 30 minutes due to the bubble formation, and the surgery was completed with no harm to the pt.